Event description:
In november 2003, the patient reportedly has one open electrode. Programming adjustments were made, since that time, the patient reportedly was requiring constant programming changes to the sound processor. The patient reportedly began participation in auditory integration training. In february 2004, the patient was seen by a co rep. Testing performed confirmed one open electrode and revealed that the device was functioning. The surgeon is to schedule surgery to explant this patient's cii device.